Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect pads¿ when the defibrillation electrodes were connected to the patient. The customer advised that second set of defibrillation therapy electrodes were used and were able to successfully shock the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the defibrillation therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed defibrillation therapy cable assembly and determined that the cause of the reported issue was due to a damaged wire that was making an intermittent connection.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect pads¿ when the defibrillation electrodes were connected to the patient. The customer advised that second set of defibrillation therapy electrodes were used and were able to successfully shock the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.